Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. According to the product experience report form, the clinical observations were reported as inappropriate shocks associated with therapy exhaustion. The device and electrode were repositioned.there were no patient adverse effects as a result of this surgical intervention.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had received an inappropriate shock on (B)(6) 2017. The patient's device history was significant for an inappropriate shock due to atrial fibrillation. At the time of this most recent inappropriate shock, the patient was leaning forward. This was not reproducible during patient isometrics at the clinic during a device check. A review of stored episodes showed significant morphology change resulting in small, notched r-waves that were similar in size to the t-waves. This changed caused device oversensing and inappropriate shock delivery. The recorded post-shock impedance was in the 50 ohm range. At the time of shock delivery, the sense vector was programmed to primary. Presenting electrogram had normal morphology with appropriate sensing. There does not appear to be a rate change at the time of the morphology change, so unlikely to be rate dependent bundle. Ts suggested collecting all 3-ecgs in supine, upright and leaning forward postured to review manual setup options. A review of x-rays found that the device was too anterior and slightly inferior. The electrode appears to be in acceptable position but may be lying over a sternal wire.

Manufacturer narrative:
Boston scientific received information that this local representative contacted boston scientific's technical services in late (B)(6) 2018. The local representative reported that this patient received another inappropriate shock therapy. Different sensing configuration have already been tried. The patient's past invasive interventions include repositioning of both the device and electrode. The technical service's consultant reviewed the episode and agrees that the shock delivery was inappropriate due to small amplitude r-waves, r-to-t ratio and oversensing. The technical service's consultant commented that since all sense vectors are poor, there are no other s-ICD options at this point. The physician is considering replacement to a transvenous bi-ventricular device and lead system. Boston scientific received information from the local representative that the s-ICD device and electrode remain in-service.